Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain (on the left side), ¿cream colored and red¿ drainage (pd effluent) later reported as abdominal pain with cloudy and ¿brownish¿ effluent while the patient was at the clinic. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with cefazolin and ceftazidime intraperitoneally for two weeks (dose and frequency was not reported). On an unreported date, the patient was completely recovered from the peritonitis event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.